Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer also reported an undefined high blood glucose (bg) level. Bg was "high" according to continuous glucose monitor readings and was addressed via a correction bolus.